Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient was asymptomatic with no consequences.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported events.